Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-06645). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up and device could not be interrogated. It was noted that the patient received shocks previously, and patient received a notification a month ago. Although a second programmer was attempted and patient was moved to another room, no communication could be established. The device was replaced.